Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported thrombus on the device occurred. A patient had a watchman ® laa closure device implanted at an unknown time. In (B)(6) 2016, thrombus was noticed on the device and the patient was put on eliquis. A few weeks ago, the patient was in an accident where he hit his head and died from a brain bleed.